Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during functional testing and archive review. The reported complaint the driveshaft won`t rotate at all was confirmed during visual inspection and functional testing. The root cause for the ua45 error is due to the driveshaft not being at the "home position." Ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder driveshaft was seized and could no longer be rotated to its home position. The root cause for the reported complaints was a failure of the integrated encoder gearbox. During visual inspection, it was observed that the driveshaft was unable to turn, due to a seized driveshaft, thus confirming the reported complaint. A review of the archive data showed ua45 errors, thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 displayed upon powering on, confirming the reported complaint. The integrated encoder gearbox was replaced to remedy the ua45 and stuck driveshaft. Subsequently, the device ran with an instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each with no issue. During servicing, the autopulse platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer tried to troubleshoot the error message, however the driveshaft won`t rotate at all. It appears to be seized. There was no patient involvement.